Event description:
It was reported that one day post implant, the atrial lead exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found normal lead characteristics.